Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Evaluation results: the device was returned to zoll medical UK service department; the customer's report was observed and attributed to a faulty pace/defib engine. The pace/defib engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The pace/defib (pd)engine board was sent to zoll medical chelmsford for further evaluation. The customer's report was verified and attributed to the charging cap on the pd engine board. The board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.